Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in germany: "no alarm when air in the system." According to the customer: "this device draws air into the infusion line despite the use of the spaceline - safeset, air is drawn into the infusion line. This is found even in larger quantities behind the air sensor, without the device emitting an air alarm. This has already been observed several times in the past weeks by different colleagues. Observed. There was never any patient damage. Details on running rates, infusion solutions etc. Could not be given. Multiple confirmation of the confirmation of the "check supply" alarm was categorically denied."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: n030005; 2.5 hours of operation: 4689 h; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No date of the incident was given, for that reason the last infusions from (B)(6) 2022 to (B)(6) 2022 were investigated. At (B)(6) 2022 11:51 am a infusomat space line safeset was inserted. Several infusions were started before the first air bubble alarm at (B)(6) 2022 pm was displayed. Up to this time, the history files showed no anomalies. Between (B)(6) 2022 17:35 pm and (B)(6) 2022 08:24 am the alarm "air bubble alarm" was displayed several times. Furthermore, the alarm "upstream alarm" was displayed several times. The reason for those alarms could not be clarified. Further, no anomalies in the history files were detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line safeset was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,52 bar (should be: 0,1-0,7 bar); pressure stage 9: is: 1,14 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,88 bar (should be: 1,8-2,5 bar); pmin: is: 1,59 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,74 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 individual inspection to check the complaint malfunction, a space line safeset was inserted. An empty drip chamber was provoked. The device alarmed correctly (upstream alarm). Furthermore, air alarms were provoked, the device alarmed correctly (air alarm). No anomalies could be detected. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.